Event description:
A nurse reported the intraocular lens (iol) did not work for this patient following iol implant surgery. She stated the surgeon felt it was a "patient issue". The iol was removed and replaced with a different lens model, in a second surgery. The surgeon reported the outcome of the event for the patient as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via fax and mail on 08/11/2008 and via phone on 08/18/2008 and 08/25/2008. A completed questionnaire was received. This report was mailed to FDA on: 09/05/2008.